Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had very small r-wave measurements despite multiple repositioning and thorough rv mapping. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.